Event description:
Report received from the USA stating that the "outer covering of the cord was missing and the wires were exposed." The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests that this was due to mishandling. The event was confirmed. If additional information is received, a supplemental report will be sent.